Event description:
It was reported that thrombolytic therapy failed to open a totally occluded right coronary artery in an ami pt. A lesion dilatation with the crosssail balloon at 14 atm opened the artery; however, a small dissection was observed. The zeta stent was deployed at the dissection site using 12 atm. The distal right coronary artery became occluded again with thrombus, and the sds balloon was used to post-dilate the implanted stent at 14 atm. The pt went into ventricular fibrillation, which was successfully interrupted by external defibrillation. The sds balloon, however, could not be totally deflated or withdrawn into the guiding catheter. During the retraction of the entire system from the pt, the sds broke in the descending aorta, and the the distal piece of the sds remained there. A snare device failed to retrieve the separated balloon segment, which traveled down to the femoral artery. No attempt was made to retrieve the segment from the periphery. Pt died three days later from multi-organ failure, which was unrelated to the device or procedure.